Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the turbine module was replaced and returned for further investigation. Simulated use testing of the received turbine module has been able to reproduce the described customer issue. An evaluation of the received device logs could confirm the event. The device logs show that the unit was used for ventilation without passing a pre-use check and after some time of ventilation a technical alarm was triggered. A defect turbine in the turbine module caused the unit to fail the pre-use check (puc). A technical error indicating timing issues with the turbine control was detected in the device logs. A similar technical error was reproduced in ventilation tests. Replacement of the turbine resulted in the unit passing the pre-use check. A defect turbine module may lead to a stopped air supply during ventilation. This may, depending on the o2 concentration being used lead to a higher than set o2 concentration being delivered. If no o2 is available this will lead to a stop of ventilation. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a malfunctioning turbine in the turbine module.

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. (B)(4).